Event description:
The customer reported an instrument leak when using the coulter ac-t series analyzer. The customer reported that a few drops of diluent leaked from the probe and onto the counter while running startup. The operator was wearing gloves when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) had the customer replace the probe wipe block and reinitialized the instrument and the issue was resolved. Field service was not dispatched to the site for this event. Identification of failure mode: probe wipe block needed replacement. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous results for all parameters due to sample dilution if the probe were to leak into a presented open vial sample or into the baths. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).